Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an excelon tbna needle was used in the bronchial during a bronchoscopy biopsy sample procedure performed on (B)(6) 2019. According to the complainant, while the doctor was preparing the needle outside of the patient to insert into the scope, a 2-3 cm piece of the sheath detached at the distal end of the device. The procedure was completed with a different needle. There were no patient complications reported as a result of this event.